Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer ran self-testing and was not able to duplicate the initial event. The customer to inspect the inspiratory module for kinked tubing and run on a test lung to duplicate the event; covidien, now medtronic, was not authorized to service the ventilator.

Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperable. The ventilator was not on a patient at the time of the event.